Event description:
It was reported by a patient that she had a tecnis multifocal intraocular lens (iol) implanted in her right eye and it has been a problem from day one. It's been almost one (1) year since the implantation. Reflections and halos are a living nightmare. Patient stated she is planning on having a lens exchange done. No further information was provided.

Manufacturer narrative:
(B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.